Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post aquablation procedure, and during hemostasis, it was determined that a bladder was perforation had occurred with the patient. The treating physician was unable to determine when the perforation occurred. A foley balloon catheter was left in place longer to allow the bladder to heal on its own. Per the manufacturer's instructions for use, bladder perforation is a perioperative risk of the aquablation procedure. No malfunction of the aquabeam robotic system was reported during this event.

Manufacturer narrative:
Procept has confirmed that the patient underwent an open repair of the bladder and the foley balloon catheter was left in place to allow the bladder to heal.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and it is currently in use at the user facility. The investigation consisted of review of the information provided, plus a review of the treatment log files, device history record (DHR), and product's labeling. The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder or prostate capsule perforation. The aquabeam robotic system was not returned for investigation of this complaint. The treating surgeon was unsure what caused the perforation. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of the aquablation procedure. Based on the information obtained through the treating surgeon plus a review of the treatment log files, DHR and labeling the event is considered not device-related.